Manufacturer narrative:
The user facility further reported that olympus repaired the oer-pro. There was no patient involvement, as the event was found during reprocessing. No further information was made available. A review of the service records indicated a field service engineer recently visited the user facility on june 28, 2020 to replace the oer-pro doors due to rust. The oer-pro was cleaned and tested. Equipment was repaired and verified according to OEM instructions. Software attributes have been verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal maufacturer to MDR# 8010047-2020-03724. Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
During troubleshooting, the technical assistance center (tac) was informed that the user facility did not have an olympus trained biomedical technician to repair the oer-pro. Tac informed the user that this is not a part that can be replaced by the user and emphasized that this is important to be torqued correctly by a field service engineer (fse); otherwise air and water may not flow correctly through the connectors to the scope. The user declined to request additional onsite support to evaluate the oer-pro and the air /water connector from the fse and did not want anyone on site to torque this part to the required specification. No further information was provided by the user facility. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility called into the technical assistance group requesting to purchase the grey colored air / water connector for their endoscope reprocessor machine. The user facility reported water connector came off and the user screwed it back on. There was no patient injury reported.